Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. However, the reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). A review of the event file revealed that the last time an event was recorded with a valid date and time was on (B)(6) 2015. Based on applicable risk documentation, a possible root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed a date and time error. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller displayed a date and time error. The controller was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that the real time clock was reset to zero (year 2000). Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The controller was able to retain the date and the time when the real time clock was adequately charged. The most likely root cause of the reported event can be attributed to an extended period of time where the controller was not connected to an external power source, causing the real time clock to deplete. If information is provided in the future, a supplemental report will be issued.